Event description:
Patient reported being injected with a total of 4 ml of juvéderm® volux¿ into chin, pre-jowl sulcus, cheeks ck1/2, gonial angle (all to periosteum) and 1 ml juvéderm® volift¿ with lidocaine into the lips. A little over a month later, patient experienced inflammation and tenderness in treated sites followed by edema to full face. Patient took 400mg ibuprofen and zyrtec but inflammation escalated. A month later, patient was treated 1500u/5ml hyaluronidase administered to all sites and two days later, patient prescribed 50mg prednisone. Another hyaluronidase administered to lower face 6 days later. Notable lump in left pre-jowl sulcus appeared, however, not painful, tender or inflamed. A months later, symptom resolved with less tenderness and attributed this to hormonal cycle and travelling as was overseas. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.